Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7079030.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a left sided facial stroke. The physician assessed that the stroke was potentially related to the patient's high oxygen levels however they are not sure. Additionally, the physician also assessed that the stroke is not believed to be related to the scs implant procedure or related to the scs system however, it could not be completely ruled out. The patient was hospitalized for medical testing. The patient has since recovered and there is no further action at this time.